Event description:
The field application specialist reported the customer received a questionable elecsys ft4 assay result for one patient sample from cobas e602 analyzer serial number (B)(4). The result from the cobas e602 analyzer was 2.29 ng/dl. The results from a siemans centaur analyzer were 1.26 ng/dl and 1.17 ng/dl. These results were believed to be correct. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The customer stated the sample had "visual interference". The field application specialist confirmed the sample appeared visually to have interference and provided data for further investigation. The "strepdividan evaluation ft4 result" provided by the customer was 2.079 ng/dl. Samples from the patient were submitted for further investigation.

Manufacturer narrative:
The sample from the patient was investigated and an ft4 result above the reference range was received. The results of further testing indicated an interfering factor to streptavidin was present in the sample. This interference is documented in product labeling. No product problem could be found.